Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient experienced malaise when he presented to hospital follow up appointment. The patient reported the egv were all over the place, although no values were documented. He reportedly could not provide bg values. It was not documented whether the patient experienced high or low bias sensor inaccuracy. The patient was hospitalized and treated with potassium, IV, and basal and bolus insulins. At the time of the report, the patient was still in the hospital 5 days after the reported event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.